Event description:
The customer's husband stated that the customer was hospitalized for high blood glucose levels. The husband stated the glucose meter read high at the time of admission. The husband reported a blood glucose reading of 320 mg/dl at the time of the call. No troubleshooting was done during the call. The insulin pump was replaced per the doctor's orders. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.